Manufacturer narrative:
Nonresorable materials, unretrieved in body is not labeled. Separates is not labeled. Gold marker bands are received vendor certified. Per quality control specification, there is an inspection for imperfections and cleanliness in addition a durability test for breakage is performed. Furthermore, quality control personnel performs a 100% final inspection for material type, quantity, transition, security, appearance, outside diameter of banded area and placement. Without the benefit of inspecting the complaint device, it is difficult to determine with reasonable certainty why the described failure mode occurred. It is uncertain whether the device experienced forces beyond its design limits or the marker band was improperly secured to the catheter tubing or if the device was damaged in transit/storage or if the marker band was defective. Although the quality of gold marker bands are certified by the vendor and inspected in process and after final assembly, a corrective action/preventative action was previously issued at management discretion to address the failure mode of poor marker band quality despite not receiving any confirmed complaints relative to this failure mode. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar events. A risk analysis was performed by quality engineering, which determined no further risk reduction activities.

Event description:
While in a aaa procedure the physician was using an aurous centimeter sizing catheter when one of the radiopaque bands came off and embolized in the hypogastric artery. The band was not retrieved, the physician left the band in the patient and confirmed no harm was anticipated as a result. During the procedure there was no harm to the patient. District manager confirmed on (B)(6) 2011 that the radiolarian band closest to the distal tip came off catheter, logged in patient's iliac artery. Unsuccessful attempt at retrieving the band. The catheter is with risk management and is not to be released. The patient is not experiencing any difficulty and non is anticipated from the physician.